Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s1058274606000851. (B)(4). Other devices used: catalog #unknown, unknown coonrad/morrey ulnar stem assembly, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to mild pain and prolonged wound drainage.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was noted in the article that the patient had open reduction¿internal fixation and external fixator of proximal ulnar fracture before the c/m total elbow arthroplasty. It was also noted in that article that ¿the wounds were successfully revised for an aseptic, prolonged wound drainage of more than 7 days¿. Follow up communication with the field indicates that the reported issue is not related to the implant itself. Product history search cannot be completed and the compatibility cannot be verified since the part and lot numbers are unknown. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.